Manufacturer narrative:
There was full catheter was returned in segments. Visual inspection found dried blood visible on shaft body and the handle. The shaft was kinked at distance 29.3 cm. /measured from the proximal, and separated/torn at distance 10.5 cm. /measured from the proximal. Spiral slitting was visible from the beginning in the handle and continues to separation.

Event description:
It was reported that during the implant procedure, when the physician was slitting the inner catheter, part of the catheter split off from the rest of the catheter. The catheter was not used. No patient complications have been reported as a result of this event.